Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion was located in the distal right coronary artery. The physician advanced the 1.5x15mm apex push balloon catheter to the lesion and on the first inflation, inflated the balloon to 10atms. On the second inflation, the balloon was inflated to 10atms for approx ten seconds and then the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was completed with a different device. Pt status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hosp; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).